Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading cartridges onto the pump. No troubleshooting could be performed as customer was not currently experiencing this issue. Customer's blood glucose level was 170 mg/dl.